Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/05/2016 with the following findings: a review of the pump¿s black box data showed a manual date change from 02/06/2016 at 4:45 pm to 03/06/2016 at 4:45 pm; the black box and history download showed no time/date issue. The battery compartment was observed to be cracked from the threads to the case seal. There was moisture corrosion observed in the battery canister. A leak test was performed and a battery compartment leak was found. During testing, the ez-prime steps were performed correctly; no ttme/date change occurred during the investigation. The pump was keeping accurate time. The pump¿s cover was removed and no further moisture was found inside the pump. The complaint of a time/date issue was not able to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump did not change the month and was behind by two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.